Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Due to the pens not working, the patient had a blood sugar reading of 500 mg/dl [blood glucose increased]. Novolog pen will not deliver medication [device failure]. Novolog flexpen has something stuck inside via the needle portion of pen [device occlusion]. Patient hit the needle with her finger while troubleshooting the device [injury associated with device]. Case description: this serious spontaneous case from the united states was reported by a consumer as "due to the pens not working, the patient had a blood sugar reading of 500 mg/dl (blood sugar increased)" beginning on (B)(6) 2020, "novolog pen will not deliver medication(device failure)" beginning on (B)(6) 2020, "novolog flexpen has something stuck inside via the needle portion of pen(device blockage)" with an unspecified onset date, "patient hit the needle with her finger while troubleshooting the device(needle stick/puncture)" beginning on (B)(6) 2020, and concerned a (B)(6)-year-old female patient who was treated with novolog flexpen (insulin aspart) from unknown start date for "drug use for unknown indication" (dose and frequency unknown), novofine 32g 6 mm (needle) from unknown start date for "device therapy". Current condition: stress, weight gain. Historical condition: heart attack (2016), diabetic coma (2016). Procedure: stent placement. Concomitant products included - trulicity(dulaglutide). On an unspecified date in (B)(6) 2020, the patient reported having a pen that would not deliver medication and had something stuck inside the needle portion of the pen. Due to the pens not working, the patient had a blood sugar reading of 500 mg/dl which was treated with a new replacement pen to bring it down to 389 mg/dl. On (B)(6) 2020, during troubleshooting, the patient hit finger with the needle. Batch numbers: novolog flexpen: jzff900. Novofine 32g 6 mm: has been requested. Action taken to novolog flexpen was not reported. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "due to the pens not working, the patient had a blood sugar reading of 500 mg/dl(blood sugar increased)" was not recovered. The outcome for the event "novolog pen will not deliver medication(device failure)" was not reported. The outcome for the event "novolog flexpen has something stuck inside via the needle portion of pen(device blockage)" was not reported. The outcome for the event "patient hit the needle with her finger while troubleshooting the device(needle stick/puncture)" was not reported. References included: reference type: e2b linked report. Reference ID#: us-novoprod-(B)(4). Reference notes: same patient.

Event description:
Case description: batch number: novofine 32g 6 mm: 19d17m. Investigation result: name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - batch jzff900. The product was not returned for examination. Name: novofine 32g tip 100 needles - batch 19d17m. The product was not returned for examination. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal. Since last submission the case has been updated with the following: batch number, manufacturing date and UDI for the suspect product novofine needle was updated. Investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 27-feb-2020: the suspected devices (novolog flexpen and novofine 32g 6mm) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of the suspected device (operator of the device, trained user, improper use or storage) is available. It is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in the case. Elderly age of the patient (80 years) is a significant risk factor for hyperglycaemia. H3 continued: evaluation summary: name: novofine 32g tip 100 needles - batch 19d17m. The product was not returned for examination. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. An examination of a reference sample showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal.